Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm micl 13.7, -5.5 diopter, implantable collamer lens flipped upside down on insertion into patient's left eye (os) on (B)(6) 2019. There was patient contact (lens touched the eye) with no patient injury. The lens removed and replaced intraoperatively. This resolved the problem. Reportedly, "lens flipped upside down on insertion, with lens 3/4 of the way injected. Lens damaged on removal."

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).